Manufacturer narrative:
This report will be amended when our investigation is complete. Device received but yet evaluated.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to post-operative breakage of the articular surface.

Manufacturer narrative:
Visual inspection of the returned articular surface confirmed that the post had fractured off. The fractured piece was returned. Scratches and gouges could also be seen on both faces of the device. Measured dimensions of the condylar contact area were conforming to print specifications on one side. Dimensions taken on the other condylar side were under specification; however it was noted that the area was worn and gouged. There are no indications that the device was out of tolerance when it was first implanted. The device history records could not be reviewed and a product history search for related complaints could not be conducted as the lot number is unknown. This device is used for treatment. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Per the nexgen cr, ps, cra, lps, and lcck package insert, fracture/damage of the prosthetic knee components or surrounding tissues is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.